Event description:
It was reported that post a stenting treatment procedure, a stent migration occurred.the index procedure treated the stenosed renal artery with this 9x42x1350 sentinol biliary stent without post-dilation. The patient presented on an unknown date with the same unknown symptoms prior to the index procedure. It was found that the stent had migrated an unknown distance distally. No actions were taken regarding the stent and another stent was not implanted. No further patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).